Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing air bubbles in tubing during therapy. The customer's blood glucose levels are unknown. The customer replace the is tubing and the issue was solved no further details are given.